Event description:
It was reported that the nurse found there was extra needle after the operation. It took for 1-2 hours in order to confirm the needle counts. The account feels that there may have been an extra needle in one of the packages.